Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and uterine perforation ('uterus with essure coils identified protruding from posterior serosa') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometriosis, adenomyosis, metaplasia, uterine prolapse, stress urinary incontinence, uterine enlargement and uterine prolapse. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy; bilateral salpingectomy and total vaginal hysterectomy; bilateral salpingectomy.). Essure was removed on (B)(6) 2009. At the time of the report, the dysmenorrhoea and uterine perforation outcome was unknown. The reporter considered dysmenorrhoea and uterine perforation to be related to essure. The reporter commented: (B)(6) 2019 (discrepancy noted per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: on the posterior serosal surface of the uterus, a 1.4 cm in length x <0.1 cm in diameter coiled metallic wire is identified protruding from the posterior uterine serosa located 2.1 cm from the left lateral cornu of the uterus digital images of the protruding coiled metallic wire are obtained. Please note, the patient requests essure implants be returned back to the patient immediately after surgery, pathology, spoke to the patient's husband the specimen and essure coils will be placed in the legal cupboard in the morgue and placed on permanent hold until further instructions are received from the patient. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received : reporter information, rcc and medical history added. Event medical device removal updated to dysmenorrhea. New event added- uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and uterine perforation ('uterus with essure coils identified protruding from posterior serosa') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included endometriosis, adenomyosis, metaplasia, uterine prolapse, stress urinary incontinence, uterine enlargement and uterine prolapse. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy; bilateral salpingectomy and total vaginal hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the dysmenorrhoea and uterine perforation outcome was unknown. The reporter considered dysmenorrhoea and uterine perforation to be related to essure. The reporter commented: (B)(6) 2019 (discrepancy noted per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: on the posterior serosal surface of the uterus, a 1.4 cm in length x <0.1 cm in diameter coiled metallic wire is identified protruding from the posterior uterine serosa located 2.1 cm from the left lateral cornu of the uterus digital images of the protruding coiled metallic wire are obtained. Please note, the patient requests essure implants be returned back to the patient immediately after surgery, pathology, spoke to the patient's husband the specimen and essure coils will be placed in the legal cupboard in the morgue and placed on permanent hold until further instructions are received from the patient. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.